Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the 8000hdp vital signs head positioner has split at the side during surgery. As of this time, the information regarding patient harm has not been provided.